Event description:
The event is reported as: the customer reported "the stapler does not fix well the clips on the skin." No pt injury reported. Pt current condition listed as fine.

Manufacturer narrative:
Sample not rec'd by MFR in time for this report. DHR investigation did not show issues related to complaint. It is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend relating complaints.